Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing correctly. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported issue of the device "not infusing correctly", which was not reproduced. A review of the event history log did not identify anything that could have contributed to the reported event. The reported condition was not verified and no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.